Manufacturer narrative:
Initial reporter phone no. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking out the injection port. The leak was discovered during preparation prior to patient use. The device was filled with 6635mg fluorouracil and 414mg folinic acid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and noted cracks on the fill port. Leak testing was performed, and it was noted that there was a leak at the cracks on the fill port. Further examination on the cracks suggested the cracks may have been caused by excess force or over-tightening was applied onto the fill port during the filling step which consequently resulted in leak on the fill port. The reported condition was verified. The cause of the leak is considered a user related issue. The product labeling (IFU, instructions for use) indicates "do not over-tighten to avoid damaging the fill port ". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.